Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia. The impella was placed, and percutaneous coronary intervention was completed. After the sheath was exchanged for the repositioning sheath, the patient's run off shot had sluggish distal flow and loss of pulses. A distal perfusion catheter was placed with restoration of flow. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.